Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens implant (iol) procedure lens was not implanted because lens injected outside the eye. Additional information has been received and stated that the surgery was completed with the backup lens. There was no patient harm.